Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a power on reset (por) condition was displayed on the implantable neurostimulator recharger (insr) when the patient attempted to recharge. It was noted that the patient was able to bypass the por screen and the implantable neurostimulator (ins) appeared to be 75% charged. It was later reported that the reason for the por was unknown. It was also noted that the patient would turn stimulation off for ¿a few weeks¿ because stimulation would start to bother her, but then she would turn stimulation back on when her pain returned. It was noted that the patient would be able to clear the por when she got a new patient programmer. Additional information received reported that the patient had received a new programmer but it was displaying a ¿call your doctor¿ icon and a 006 error code. The patient was able to clear the error code and synch with the ins. It was noted that a por was displayed. The patient programmer then displayed a clock, which was cleared by the patient. The patient stated that the ins started and the patient could feel stimulation.